Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope zero degree plus was analyzed and found to have the local button controls not working properly. The endoscope zero degree plus failed the button functionality test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to an electrical issue with the button. This issue can be resolved by using an alternate endoscope to complete the procedure.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, an endoscope zero degree plus had a delay when turning on and took two attempts to be turned off. There was no report of patient injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.